Manufacturer narrative:
The pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and compromised force system sensor and no delivery tests. Unit was received with normal operating currents and no unexpected off, no power or low battery alarm noted. The unit had cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they have unexplained fluctuating blood glucose of 400 mg/dl, 525 mg/dl and 127 mg/dl. The customer indicated that the set was in the process of being changed and was admitted into the hospital when their blood glucose was high and was not going down. The customer indicated that they would call back to troubleshoot their pump.